Event description:
The customer reported the ventilator was accidentally unplugged from its ac source; it then transitioned to backup battery and ran until it depleted the backup battery then it shut down and alarmed. The customer reported there was no patient harm. Review of the ventilator's diagnostic log verified the device was operating on backup battery power and the backup battery functioned until it depleted, at which time the ventilator will shut down and alarm as specified due to loss of power. The manufacturer's field service technician completed extended self testing (est) and performance verification testing and tests passed to operating specifications. This event is being reported as a user error due to failure to maintain the backup battery as specified. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.